Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at ipg site. As a result, surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.